Manufacturer narrative:
G4: 31jan2020. B4: (B)(6) 2020. The customer reported that they removed the unit from the flow meter and connected it to the main oxygen line and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30dec2019.

Event description:
It was reported that the unit alarmed "oxygen not available" and that the check valves on the three-way manifold were not checking. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The technician found that the unit was being used through a flow meter which limits flow. The customer was advised that the unit needs to pull at least 175 liters per minute (lpm) from the source. The technician recommended that the customer replace the oxygen manifold and verify that the unit is pulling at least 175 lpm from the source.